Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: real-world outcomes of the initial clip selection for transcatheter edge-to-edge repair using the mitraclip g4 from the optimized catheter valvular intervention-mitral registry.

Event description:
The article "real-world outcomes of the initial clip selection for transcatheter edge-to-edge repair using the mitraclip g4 from the optimized catheter valvular intervention-mitral registry" was reviewed. The article presented a prospective multicenter study, to evaluate the association between initial clip type and procedural/clinical outcomes in patients undergoing transcatheter edge-to-edge repair (teer) with the mitraclip g4. Devices mentioned include mitraclip g4 (abbott vascular): nt (short, narrow), ntw (short, wide), xt (long, narrow), and xtw (long, wide). The article concluded that initial clip type did not significantly impact residual mitral regurgitation (mr) severity or clinical outcomes overall. However, in patients with primary mr, initial long clips were associated with greater and more durable mr reduction. Wide or long clips simplified the teer procedure by reducing the number of clips and shortening procedure time. [The primary author and corresponding author was shunsuke kubo at kurashiki central hospital with corresponding email daba-kuboshun101@hotmail.co.jp.] The time frame of the study was april 2018 to june 2022. A total of 2,257 patients were included in this study, of which 2,257 received an abbott device. Relevant medical history included atrial fibrillation, coronary artery disease, prior cardiac surgery, peripheral artery disease, diabetes, hypertension, and heart failure hospitalization within 1 year. Peri and post-procedural complications included in-hospital death, single leaflet device attachment, and leaflet tear, unexpected medical intervention, recurrent mitral regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, coronary artery disease, prior cardiac surgery, peripheral artery disease, diabetes, hypertension, and heart failure hospitalization within 1 year. Complications reported included in-hospital death, single leaflet device attachment, and leaflet tear, unexpected medical intervention, recurrent mitral regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: real-world outcomes of the initial clip selection for transcatheter edge-to-edge repair using the mitraclip g4 from the optimized catheter valvular intervention-mitral registry.

Event description:
The article "real-world outcomes of the initial clip selection for transcatheter edge-to-edge repair using the mitraclip g4 from the optimized catheter valvular intervention-mitral registry" was reviewed. The article presented a prospective multicenter study, to evaluate the association between initial clip type and procedural/clinical outcomes in patients undergoing transcatheter edge-to-edge repair (teer) with the mitraclip g4. Devices mentioned include mitraclip g4 (abbott vascular): nt (short, narrow), ntw (short, wide), xt (long, narrow), and xtw (long, wide). The article concluded that initial clip type did not significantly impact residual mitral regurgitation (mr) severity or clinical outcomes overall. However, in patients with primary mr, initial long clips were associated with greater and more durable mr reduction. Wide or long clips simplified the teer procedure by reducing the number of clips and shortening procedure time. [The primary author and corresponding author was shunsuke kubo at kurashiki central hospital with corresponding email daba-kuboshun101@hotmail.co.jp.] The time frame of the study was april 2018 to june 2022. A total of 2,257 patients were included in this study, of which 2,257 received an abbott device. Relevant medical history included atrial fibrillation, coronary artery disease, prior cardiac surgery, peripheral artery disease, diabetes, hypertension, and heart failure hospitalization within 1 year. Peri and post-procedural complications included in-hospital death, single leaflet device attachment, and leaflet tear, unexpected medical intervention, recurrent mitral regurgitation.